Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that predilatation was performed in the distal left anterior descending (lad) coronary artery, 90% stenosed lesion. Following, a 2.5x23mm multilink stent delivery system (sds) failed to cross the lesion due to anatomy. During device removal, resistance was felt due to anatomy. The device was removed from the patients anatomy. After the device was outside the patients anatomy, the distal shaft separated. Another multilink sds was successfully used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.